Manufacturer narrative:
E1 reporting institution phone#: (B)(6). No additional diagnostic/functional testing was performed by philips. The customer care representative confirmed the issue provided the customer with a quote. The customer ordered a replacement speaker to address the issue. The customer has assumed the repair responsibility.

Event description:
Philips received a complaint on the intellivue multi-measurement module x3 indicating that the speaker was defective. It is unknown if the device was in use at the time of the event. There was no adverse event.